Event description:
Reportable based on device analysis completed on 22-jun-2023. It was reported that inflation failure occurred. The 75% stenosed target lesion was located in a shunt in the non-tortuous and non-calcified vessel in the forearm. After crossing the non-boston scientific guidewire, a 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon did not dilate. The procedure was successfully completed with another of same device. No patient complications nor injuries were reported. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Mustang 6.0 x 100, 75cm was received for analysis. A visual examination identified, that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed, to be leaking from a balloon pinhole located approximately 1mm distal of the distal markerband. The rated burst pressure for this device is 24 atmospheres as per mustang specification. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed, no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.